Event description:
When attempting to remove cap from PICC line, cap crumbled apart with possibility that a piece migrated into PICC line. Flow study done. PICC-line ok to use. PICC line had no blood return. Per interventional radiology, line is ok to use as long as it flushes easily.